Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) was prepared as normal (testing balloon), but when aspirating the air out of the balloon before insertion into the patient, the balloon would not deflate. They opened up another mynx grip with same lot number and it worked fine. It was during prepping of balloon that the event occurred. There was no reported patient injury as no patient was involved. This was an interventional peripheral procedure. The mynx vcd was prepped according to instructions for use (IFU). The balloon was prepped with 50/50 contrast. It was during prepping of balloon that the event occurred. Hence, no patient was involved. They opened another mynx grip with same lot number and it worked fine. The device will not be returned for analysis as it was discarded. The product was not returned for analysis. A product history record (phr) review of lot f1904402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. However, handling factors may have contributed to the reported event. According to the mynxgrip IFU, which is not intended as a mitigation of risk, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) was prepared as normal (testing balloon), but when aspirating the air out of the balloon before insertion into the patient, the balloon would not deflate. They opened up another mynx grip with same lot number and it worked fine. It was during prepping of balloon that the event occurred. There was no reported patient injury as no patient was involved. This was an interventional peripheral procedure. The mynx vcd was prepped according to instructions for use (IFU). The balloon was prepped with 50/50 contrast. It was during prepping of balloon that the event occurred. Hence, no patient was involved. They opened another mynx grip with same lot number and it worked fine. The device will not be returned for analysis as it was discarded.